Event description:
A physician attempted in arteriotomy closure using the starclose device after an interventional procedure. The physician was unable to remove the device after firing the clip so the pt was sent to surgery for device removal. The clip was found to be on the arterial wall when the device was removed.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.